Manufacturer narrative:
The review of provided data highlighted that the ventricular pauses are triggered by ventricular oversensing and that there is a possible issue on the ventricular lead, most probably of the insulation taking into account that: - there is no visible loss of ventricular capture and the pacing threshold is 0,5 v; - the ventricular impedance is stable but low; recommendations: - perform a x-ray to check the lead and its integrity. Insulation failure may be difficult to see on x-ray. - a reintervention may be recommended at this time to explant/replace the ventricular lead (beflex), taking into account that the patient is pacing dependant; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up. No general malfunction is suspected on the eno device.

Event description:
Reportedly, in a pacing-dependent patient, several episodes of noise on v canal leading to oversensing and ventricular pacing inhibition up to more than 4 seconds.